Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was 38 mg/dl; cause was unknown. Customer required assistance to consume snacks and juice to address low bg. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.